Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Pump and data logs were not provided for investigation. According to clinical reports, hemolysis persisted even after repositioning the pump, which was found deep. Fluid administration did not change the hemolysis. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. Added-h6 impact code 4642, 4628 f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section hemolysis: hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a 39-year-old female with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient developed hemolysis. After multiple failed attempts to resolve the hemolysis, the decision was made to explant the pump. An intra-aortic balloon pump was subsequently implanted for ongoing support.